Manufacturer narrative:
The analysis of the collected data is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed. The serial number, model number, UDI, and manufacturing date are unknown. The serial number was not provided by the customer.

Event description:
Arjo became aware of the event involving the velaris mattress. The customer alleged that the patient developed a pressure ulcer (on the heel, ear, elbow, and back) while using the velaris mattress. The clinical specialist assessed the injury as serious. There are 4 cases of serious skin breakdown, which occurred in different locations of patient's bodies. This is report number 1 of 4 that will be submitted. The customer did not allege device malfunction. It was confirmed that the mattress was used with the pump and skin iq.

Manufacturer narrative:
Pressure injuries are complex and are a result of many factors including advanced age, immobility, co-morbidities, microclimate, malnutrition, incontinence, and lack of being turned or repositioned frequently enough. The time needed to develop or worsen pressure injuries is a patient-specific and purely individual characteristic, and therefore, the importance of maintaining a proper care and monitoring regimen. As per product instruction for use (IFU 04.aav.00en), ¿the hybrid mattress system represent one aspect of a pressure injury management protocol. All other aspects of care should be considered by the healthcare professional¿. IFU indicates that an individualized, comprehensive pressure injury protocol should be used. This typically includes repositioning, nutritional support, and skin care. Complaint details indicates that the patient was severely ill and had multiple complex co-morbidities. The arjo clinical specialist confirmed that the patient¿s condition did not indicate any contraindications to the use of the velaris mattress. However, it was emphasized that this should be combined with appropriate nursing care. This is in line with the instructions for use statements. Considering the patient¿s condition and the absence of any reported product malfunction, it can be concluded that the pressure injuries may have developed as a result of the patient¿s medical condition, unrelated to the product¿s performance. The arjo product was used for a patient treatment when the event occurred and from that perspective, it played a role in the event. There was no allegation of product malfunction, the device therefore meet its specification. The link between the mattress and the patient's serious injury was not found.